Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. A company representative met with the patient and was able to connect to the patient's ipg, which resolved the issue.